Event description:
This device was explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed that the eri battery status was triggered on (B)(6), 2025 following the reported reset procedure due to worst-case conditions based on the standard program and not due to a depleted battery. Please note, after re-initialization the eri threshold is calculated based on worst-case parameters as historical statistical data, lead impedances or thresholds are not available anymore. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, there was no indication of a malfunction. The pacemaker was fully functional.

Event description:
This device was explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.